Event description:
Tracing at central monitoring station displaying ECG signal. ECG signal involuntarily replaced with nibp signal for brief period. Central station then returned to normal within approx 10 mins. Pt in code situation at time of incident. Pt survived.